Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation the tissue pad was worn out, and it was partially peeled off. There was a mark in the non-insulated area which indicates that non-insulated area and the probe came into contact. There was a mark in the probe which indicates that the probe and non-insulated area came into contact. The coating of the probe was partially peeling. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism 1. Nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode (this includes after tissue resection). This might have caused the tissue pad to partially wear out and peeled off. 2. Since the tissue pad was worn out, the non-insulated area and the distal end of the probe came into contact. 3. The output was activated in seal & cut mode while the non-insulated area was contacting the probe. This caused the probe and the non-insulated area to have a contact mark, and spark occurred. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn and partially peeled off. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the distributor that during a liver resection using the subject device, the following event occurred. The white plastic part at the tip turned up (damaged), and sparks occurred. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On oct. 5, 2021, omsc found that the tissue pad was partially peeled off.